Event description:
It was reported that the patient experienced fluid leak with the inflatable penile prosthesis (ipp) because the tubing from the cylinder was broken at the pump. The entire ipp system was removed and replaced with a new one. The patient is recovering with new prosthesis. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.